Event description:
The customer reported that while checking the ECG signal on the monitor during routine testing, interference could be seen on the ECG waves. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.